Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that eight days post implant the patient was having chest pain with a small pericardial effusion. The atrial and right ventricular (rv) leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054-52 implantable pacing lead, implanted: (B)(6) 2013; addrl1 implantable pulse generator, implanted: (B)(6) 2013. (B)(4).